Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a posterior labrum refixation, the tip of the device broke off which causes that the suture could not move freely anymore. The fragment could not be retrieved. The two sutures had to be cut off and knotted together. One suture was well fixed to stay in place upon tension. The surgery was successfully finished by rethreading the labrum with a fw 2 and knotting to the fixed suture from the anchor. Update 20-feb-2020: bone quality was good, bone prep. As usual, drilling through a cannula, delay of surgery about 30 min.